Manufacturer narrative:
No patient involvement was reported. It is unknown when the devices broken; they were discovered broken on (B)(6) 2017. Device is an instrument and is not implanted/explanted. Contact phone number: (B)(6). Manufacturing location: (B)(4). Manufacturing date: september 20, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that when checking a loan set, it was discovered that a drill bit and a screwdriver were broken. Reportedly there was no patient/procedure involvement. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. Part 03.226.004 / #lot 8496025 / screwdriver shaft, cannulated, stardrive®, t8. The visual inspection has shown that approximately 2 mm from the tip section is broken off. The broken off portion was not returned. Because of the damage the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing review shows that the production procedures were per the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 1.4123 as required and the measured hardness was with 656-664 hv within the specification of 660 0/+- 20 hv. The broken surface is homogenous what indicates material conformity as well. Therefore, a manufacturing issue can be excluded. Part 03.226.004 / #lot 8496025 / screwdriver shaft, cannulated, stardrive®, t8. Based on the provided information we are not able to determine the exact cause of this complaint. We only can reasonably conclude that a short time overloading (torsional stress) moment led to the breakage of the tip. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.